Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix mesh (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix mesh (device #1). An additional emdr was submitted to represent the bard/davol composix mesh(device #2) and the bard/davolcomposix mesh (device #3). The patient's attorney did not make any allegations regarding the implanted bard/davol flat mesh device. Not returned.

Event description:
Attorney that the patient underwent surgery for implant of an unspecified bard/davol bard mesh on (B)(6) 1996 and an unspecified bard/davol composite mesh (also known as composix) (device #1), (device #2) and (device #3) on (B)(6) 2006, (B)(6) 2008 and (B)(6) 2010. It is also alleged by patient's attorney that on (B)(6) 2011, the patient had unspecified injuries related to a defect in the composite mesh (also known as composix), (device #1), (device #2) and (device #3) and underwent revision surgery. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."